Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose of 47 mg/dl. The customer alleged the insulin pump was over delivering insulin due to low blood glucose. The reservoir will not be returned for analysis.